Event description:
It was reported that the right ventricular (rv) lead was oversensing and there was a rise in impedance. The rv lead was explanted and replaced. It was also reported that the patient felt that the lead did not last as long as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.